Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the aging deterioration of the subject device due to long-term use passing more than 10 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the ac power inlet of the subject device was burnt during the incoming inspection for the repair at olympus service operation repair center (sorc). There was no patient injury associated with this report.